Manufacturer narrative:
Additional information (09-dec-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the site. The cse replaced both the aliquot probe and drain. Aliquot probes and drains are considered "wear parts" and are routinely replaced as part of maintenance or troubleshooting. There is no evidence of a potential product issue. The issue was resolved after the service visit. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed 03-dec-2021.

Event description:
A discordant falsely elevated beta human chorionic gonadotropin (bhcg) patient sample result was obtained on a dimension vista 1500 system. The discordant patient result was reported to the physician(s). The same sample was reprocessed on the same dimension vista 1500 system and a lower bhcg result was obtained. The lower reprocessed result was verified with an alternate dimension vista system and was considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated patient bhcg result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely elevated beta human chorionic gonadotropin (bhcg) patient sample result obtained on a dimension vista 1500 system. Siemens is investigating the event.